Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he was charging too frequently. The patient reported that within 4 hours his battery was down to 25%. The patient reported that he had recently been reprogrammed or switched to a new group. The patient reported that he recently had the need to increase parameters. The patient reported that his first set of programming took forever to charge as well so he was recently re-tuned with hd setting. The patient reported that he charged the ins to 100% full. The patient reported that he didn¿t let the battery get below half way and during charging had it up against his skin and stimulation turned off. The patient reported that he got 6-8 coupling boxes full during charging and it still took him 6-8 hours to charge half way. The patient reported that he was told it would be okay for 2 weeks after the implant but he had to charge within the first week. The patient reported that he was frustrated and felt that the high frequency settings were counter-productive because he had charge for half the day. The patient reported that he didn¿t want to use the hd settings anymore if it was going to drain his battery like this. No complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding the patient. It was reported that the patient was still continuing to need to charge every 1-2 days / every other day for 4-6 hours, and would need to turn stimulation off in order to get the ins to charge. Charging has become a burden on the patient due to the time commitment needed to charge. It was also reported that the whole area gets very warm to the touch when the patient recharges. It was noted that reprogramming had been attempted on (B)(6) 2018. The patient has been scheduled to have the ins replaced on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
The event is not reportable for serious injury at this time as insurance denied the replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the rep would ask the hcp to send the device back after explant. The rep did not know the cause of the issue. The patient made it sound as though heat is coming from the inside, but again the patient would know more. It was stated that insurance denied replacement of the ins because it was not working properly prior to surgery. A vendor was going to have the patient come into the office for interrogation to see if the device needs to be replaced or if it needs to be reprogrammed. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.